Event description:
It was reported by the clinician that the product was being used on an upper arm graft over a .018 spring wire guide (swg). The graft went straight across and after they had pulled back, the technician said they went forward and then back a few times. During that time, the wires in the basket broke and were pointing straight out. There were no acute angles and the physician was able to safely remove the device from the patient. The graft was clear after that, so they did not have to use another kit. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.